Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software product ID hh90t01, serial# (B)(6), product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the patient, the pump was delivering fentanyl, clonidine, and baclofen and they think there was a 4th drug put in recently, but they were unsure of the name. Fentanyl was the main drug. The indication for pump use was non-malignant pain. The patient reported that starting about 2 days ago every time they go to get a bolus, they see service code 338 (connection interrupted), so they have to 'reboot it' and 'reset the pump settings' before they can get to the bolus. One time yesterday they saw service code '108 or 1-0-something.¿ per the patient, it took 2-3 times longer to connect to the pump with the service code. The patient also stated it 'usually takes 5-6 minutes' to connect to the pump when it used to take 'under a minute' due to service code 338 and also a telemetry delay at 90%. The patient stated at 90% it would take 2-3 minutes to finish connecting. Per the patient, they had not had issues with the equipment until 2 days ago. While talking with patient, the patient started connecting to the pump. The patient was able to successfully connect to their pump with a delay at 90%. The agent reviewed service code 338 considerations and telemetry considerations, and the patient agreed to monitor and call back for assistance as needed. Additional information was received from a consumer (con) stated that despite closing the application after use they were having difficulties connecting to the pump. The patient stated that closing the application made the connection time worse/longer. It was very inconvenient for it to take ¿15-20¿ minutes to connect to the pump. The patient confirmed seeing 156 and 338 codes and inquired why all of this happened suddenly. The agent reviewed considerations, and replacement will not resolve issue. The patient will continue monitoring.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that they were still getting code 338 and getting stuck at 90%. Moreover, it took 10 minutes to connect and deliver bolus. The patient gets 8 bolus day. The agent assisted the patient with clearing the data and recommend monitoring the device and callback for assistance if necessary.